Event description:
A 5fr PICC was being placed and advanced over .018 wire through a 5 french peel-away sheath,the peel-away portion detached from the hub and was pushed into the vein along with the PICC. The wire was left in the patient. The patient's right groin was prepped and the physician snared the sheath via the right groin with no complication. Pre-snare and post-snare films were taken. A call was placed to the vendor about the incident. Vendor was to contact manufacturer. The hub was saved for analysis.